Event description:
Spontaneous call from pt's caregiver. Pump stopped functioning and powered off during infusion. No alarms went off. Pump sn# (B)(4) is being replaced. There was an interruption in therapy as it happened during use. Md is aware. Return box being sent. Reported to (B)(6) by pt/caregiver.